Event description:
Additional information was received that indicated that the no syncope was report and no further information was provided.

Event description:
Clinic notes were received for the patient that indicated that she had a history of syncope, unknown if related to vns. Good faith attempts for more information have been unsuccessful to date.